Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver would not turn on on (B)(6) 2014. Patient attempted reset and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Visual inspection confirmed receiver was in good condition. However, the device would not turn on. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed hardware and battery failures. The customer complaint was confirmed. The root cause was determined to be a bad receiver battery. This complaint was deemed reportable upon completion of device evaluation on 02/09/2015.